Event description:
Nursing staff report that they are experiencing a possible misconnection with the adult lopez valve and nasogastric (ng) tubing. The universal adaptor on the lopez valve is designed to fit onto side "a" of the valve device. However, it easily fits onto side "b" as well. If the adaptor is placed on side b (the wrong side), then staff report that the ng tube leaks because it does not have as secure of a fitting due to the tapered side b tip. Instructions on the device packaging are clear. However, staff feel that the device could be improved if the universal adapter was not removable or if it was a different size such that a possible misconnection could not be made.====================== manufacturer response for ng valve, lopez valve--adult======================information contained in this report has been faxed to the manufacturer.